Manufacturer narrative:
Follow-up #1: date of submission 03/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/19/2014 with the following findings: testing confirmed an intermittent response to button presses on all of the keypad buttons. There was no visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present underneath the contacts of all buttons. Unrelated to the initial complaint, the battery compartment was cracked below the finger pad extending down to the primary seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the keypad was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.